Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device in this incident, it was determined that patient order detail was missing. A technical support specialist (tss) worked on the issue with customer and confirmed that the pyxis server had not initially displayed the orders/medications. User had created the orders in epic, and upon verification, order had appeared on the pyxis machine and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient order detail was missing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.